Event description:
During evaluation of the device, a posterior foot separation was noted, and the foot was not returned. The location of the detached foot is unknown. Additionally, the posterior needle tip was noted to be separated and was not returned. In response, the account confirmed that the foot separation was not noted upon removal of the device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The device was returned for analysis. Analysis of the device found a posterior foot separation and needle tip separation. The separated pieces were not returned. The difficult to remove and the malposition of the device are procedure related and cannot be replicated in a lab environment. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the electronic proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unlikely the reported violation of the IFU contributed to the reported difficulties. The root cause of the reported difficulty cannot be determined. The subsequent treatment is based on the circumstances of the procedure. In this case, it is possible, that the deployment in the tissue tract caused a cascade of tissue interaction, suture or tissue entanglement, and a foot separation leading to or as a result of the difficulty to remove; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6 - medical device problem code 1494 clarifier: indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a right and left heart interventional procedure using a 10f sheath. Reportedly, footplate was deployed in the tissue track and the foot plate would not release. The device was ultimately removed and it was confirmed that no tissue damage occurred. A vascular surgeon was called, and the patient was taken into the operating room and a surgical cutdown and surgical suturing were used to achieve hemostasis. There was a reported clinically significant delay in procedure due to the surgical procedure.